Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 800 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2018. It was reported a pump refill was attempted on (B)(6) 2018 with the hcp unable to access the pump. An x-ray was ordered to confirm the pump was flipped. No known environmental/external factors contributed to the issue. Surgery was scheduled for a pump pocket revision on (B)(6) 2019. Patient status was alive - no injury. The issue was not resolved. Patient weight was unknown. Medical history was spasticity. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. A pump ¿pick¿ revision was performed. The flipped pump has been resolved. The patient¿s weight at the time of the event was unknown.